Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported "check vent error 1112" found in the error log. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The data acquisition (da) pcba was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During periodic maintenance, the manufacturer's international service technician encountered an error code 1112 in the diagnostic report. There was no patient involvement.